Event description:
It was reported that two error messages were encountered when attempting to place a patient into magnetic resonance imaging (MRI) mode using the mobile programmer application. The first error indicated there was no communication with the implantable pulse generator (ipg) and to keep the patient connector over the ipg, with MRI mode noted as off. A second error was observed in which no electrograms (egm) were displayed within the application. Troubleshooting steps were taken to include rebooting the host tablet. The ipg remains in use. Following the reboot, functionality was eventually restored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.